Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance on multiple occasions due to high blood glucose with blood glucose of 414 mg/dl at the time of one of the incidents. The customer was at 130 mg/dl at the time of the call. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump under delivery. Troubleshooting was not completed but the pump did not detect the occlusion when the customer knotted their infusion set tubing. The reservoir will not be returned for analysis.